Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to aseptic shell loosening and pain. No possible cause or contributor for loosening was reported to the rep. The shell, ceramic head, and poly liner were revised to a multi-hole revision shell, mdm/adm liner construct, and a ceramic head with sleeve (there are no allegations against the revised liner or head). Rep provided a pre-revision x-ray and reported that no further information will be available.

Event description:
It was reported that the patient's left hip was revised due to aseptic shell loosening and pain. No possible cause or contributor for loosening was reported to the rep. The shell, ceramic head, and poly liner were revised to a multi-hole revision shell, mdm/adm liner construct, and a ceramic head with sleeve (there are no allegations against the revised liner or head). Rep provided a pre-revision x-ray and reported that no further information will be available.

Manufacturer narrative:
Additional information: lot code an event regarding loosening involving a trident shell was reported. The event was not confirmed. Method & results: - device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. - clinician review: no medical records were received for review with a clinical consultant. - device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. - complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that the patient's hip was revised due to aseptic loosening of shell and pain. The event could not be confirmed nor the exact cause be determined as insufficient information was available. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.